Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose was 580 mg/dl in the morning. The customer's blood glucose was 323 mg/dl at the time of the call. Customer stated they had treated their high blood glucose with over 20 units of insulin by manual injection. Troubleshooting found the customer was not feeling well as a result of their high blood glucose. It was also found the customer's insulin pump passed all functional testing during troubleshooting. The customer also reported they had a bent cannula during troubleshooting. The customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.